Event description:
Pt in ICU on ventilator. While patient was being turned the nurse heard air leak. The verso adapter had snapped in two and part of it remained in the patient. The pt. Became disconnected from the ventilator. One nurse held on to the adapter and keeping inline suction together while another was using ambu bag to ventilate patient. Piece was removed from patient's throat with forceps without injury. Inline suction was replaced.====================== health professional's impression======================no adverse event. Inline adapter snapped, opening the closed system====================== manufacturer response for adapter for ventilator inline suction, verso airway access adapter======================"we have had only one verso snap before..."it was tested and appeared fine. Making several modifications to device.